Event description:
It was reported the event occurred in the intensive care unit. The insertion site was the subclavian vein. When the fluid was injected into the proximal lumen, it would not pass through. Update from distributor 12-14-11 indicates: the insertion site was the subclavian vein. The problem with the proximal lumen was that it could be aspirated, but not injected. Fluid would not pass through the lumen on injected. Therefore, the catheter was replaced. There are no reported delays in treatment or therapy. No reported patient complications or injury.

Manufacturer narrative:
(B)(4). Sample will not be returned.